Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was due to 'leakage.' This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported device removal due to "some leakage." Affected side unknown. Device has been explanted. The manufacturer of the device is unknown.